Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the e216 error which resulted in no image was likely due to corrosion of the plug unit. The corrosion at the distal end was likely due to degradation over time. Definitive root causes for the malfunctions, however, could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovidescope exhibited an e216(scope communication error with no image) and corrosion on the distal end. There was no patient involvement.